Event description:
Info received indicates the bed is lowering at head end due to failed hydraulic power unit.

Manufacturer narrative:
The technician replaced the hydraulic power unit to repair the bed.